Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic along with the optic are torn off and missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the vent could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.